Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot (p). The drive support disk was inspected and no anomalies noted. Insulin pump received with minor scratches on lcd window. Insulin pump received with broken belt clip slot. Insulin pump received with cracked battery tube threads.

Event description:
Customer called to report damage to the insulin pump. Customer stated that the drive support cap is loose and sticking out of the insulin pump. Customer's blood glucose level was not included in the report. Product is being replaced.